Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the during post implant check, the patient was being brought in for chest x-ray. The clinician reported that the patient was experiencing presyncopal episode. The right ventricular lead was confirmed dislodged. The lead was repositioned, as the pocket was being closed the lead dislodged again, confirmed under fluoroscopy. The lead was explanted and replaced successfully. The patient would continue to be monitored.